Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345. A review of the event history log identified system error 345. The cause was identified to be the upper and down out of specification, the ultrasonic sensor and force sensor were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.